Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by mr.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight damage to the proximal edge with one strut on the first row lifted and stretched. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however a small tear was identified at the proximal end of the balloon; 1mm distal from the distal edge of the proximal markerband. The pinhole is located at a point within the area covered by the stent that was initially crimped. Balloon damage is evident adjacent to the pinhole that is consistent with the balloon surface receiving scratches however the lifted stent strut may have caused the damage evident. The proximal balloon max profile was measured and was within specified limits and during a visual examination; the balloon wings were evenly refolded and did not appear to have received any other further damage. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance for crimped stent profile, with specific device. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. There was no evidence to suggest that the lumen had any blockages that could have compromised the performance of the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2016. It was reported that balloon inflation failure occurred. Vascular access was obtained via the left artery. The 80% stenosed, 32x2.25mm, eccentric, de novo target lesion was located on the non-tortuous and non-calcified left anterior descending artery (lad). Following predilation, a 16 x 2.25 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, upon inflation, the balloon failed to inflate. The procedure was completed with another the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole and stent damage.